Manufacturer narrative:
Since each appliance is custom made to the request of the prescription there was no product problem. The doctor stated that the tooth had been previously fractured and repaired and the pressure of the appliance caused it to fracture again. The doctor confirmed that the patient is doing fine and that the tooth was repaired. The doctor stated that it is uncertain whether or not a new appliance will be placed.

Event description:
On march 24, 2010, a doctor reported that a a simpli5 appliance caused a tooth fracture.